Event description:
It is reported that the pt underwent total knee replacement in 2005. While the surgeon was using the tibial broach, a piece of it broke off and remained in the pt. A sescond operation was performed to remove the broken piece. The explant date is unknown.